Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an excessive no delivery alarm and a prime anomaly on the insulin pump. Customer reported that the alarm was not linked to the infusion set/possible site occlusion because her blood glucose level was stable after rewinding and manually tubing. Customer was unable to troubleshoot at the moment. Customer was advised to call back again. No additional information provided.